Manufacturer narrative:
Result: frayed sensor coil cord. Cracked head-end outer siderail panels.

Event description:
It was reported by service report that the head-end of the bed got stuck in the upper position. It was further reported there were damaged siderail panels. No pt involvement or adverse consequences were reported.